Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. The cannula was found bent. It could not be confirmed if the customer received the sensor in this condition as it was returned used and opened.

Event description:
It was reported that the customer's blood glucose level was 400 mg/dl when his sensor glucose reading was around 100 mg/dl. The customer had issues with the sensors. He found a bent sensor when he removed it from his body. The product will return. Nothing further to report.